Event description:
Ams rec'd info about a pt who was implanted with sparc sling, has had ongoing severe sharp pains. Abdominal pain in the left lower abdominal area and left calf and foot go numb as well. The doctor injected her with a local anesthetic to see if that provided any relief, and has not heard from pt. A revision surgery has not been determined at this time.